Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of es - multiple cubies failure (failure code: devicenotonbus was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that upon arrival at the medstation, a failure icon was displayed on the screen. It was requested to log in and attempt recovery of failure aux 1.2; however, it was not detected on pyxibus. An inspection of the aux unit confirmed proper lighting. The system was powered off, and drawer 1 backside was accessed. The drawer board was replaced with a newer unit, along with the retractor band. After powering the system back on, the failure persisted and drawer 1.2 remained unrecognized in storage space configuration. Drawer 1.2 was manually opened for inspection. Row b was not lighting correctly, and position b1 was found taped down. The b1 cubie (1x1) was removed, but the issue remained, leading to replacement of the cubie tray. The system was powered on and tested in hta. A full drawer test passed successfully; however, after rebooting, drawer 1.2 was still not displayed. The system was powered off again, and the t-board was replaced. The initial replacement was found non-functional, so both the t-board and retractable band were replaced again. After powering on, the t-board indicator light functioned correctly, and the aux unit was reassembled. In the application, drawer 1.2 was reassigned in storage space configuration. Finally, the drawer failure (aux 1.2 b-1) was successfully recovered, and proper operation was confirmed through hta testing and user validation. During dchu visual inspection: pn 353844-01: assy retractor dwr hh cubie #1: the unit revealed a burnt copper strand showing signs of thermal damage along the flat flex cable. Assy retractor dwr hh cubie #2: the unit was received in good condition with no signs of physical damage, black marks, fluid ingress, cuts, bends along the flat flex cable and other anomalies. Pn 356450-01: the unit was received in good condition with no signs of physical damage, fluid ingress, missing components or other anomalies. Pn 151630-01: (sn (B)(6)): the unit revealed evidence of fluid ingress. No other anomalies were observed. (Sn 5032212432): the unit was received in good condition with no signs of physical damage, loose components, fluid ingress or missing components. Pn 151622-01: the unit was received in good condition with no signs of physical damage, loose components, fluid ingress or missing components. During dchu testing: pn 353844-01: assy retractor dwr hh cubie #1: no further testing was performed since signs of thermal damage were observed on the copper strands. Assy retractor dwr hh cubie #2: testing was performed on an esd protected surface using a calibrated digital multimeter to verify electrical continuity across all relevant copper strand pins, the retractor band passed all tests with no anomalies detected. Pn 356450-01: as the visual inspection was carried out by dchu laboratory on an esd protected surface and no anomalies were observed, the unit proceeds directly to hardware test application (hta) testing. Pn 151630-01: (sn (B)(6)): no further testing was necessary due to evidence of fluid ingress was observed on the returned pcba pmc v1.06/v0.09bl hh. (Sn (B)(6)): the returned pcba pmc v1.06/v0.09bl hh was evaluated on an esd-protected surface using a calibrated digital multimeter showing normal resistance values for f201 with all other components (resistors, diodes, etc.). Pn 151622-01: the returned pcba dwr cntlr v1.10/v1 was evaluated on an esd-protected surface using a calibrated digital multimeter showing normal resistance values (>1000 ohm) for d501, mosfet q501, tp501, and mosfet q601, with all other components (resistors, diodes, etc.). The hardware test application (hta) confirmed that pn 353844-01 - assy retractor dwr hh cubie #2, pn 151630 - pcba pmc v1.06/v0.09bl hh (sn (B)(6)) and pn 151622-01 - pcba dwr cntlr passed all the tests successfully with no anomalies or intermittent behaviors. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of es - multiple cubies failure (failure code: devicenotonbus) was due to a burnt copper strand assy retractor dwr hh cubie #1 (pn 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality. Additionally, the root cause of the pcba pmc v1.06/v0.09bl hh (sn (B)(6)) failure was identified as fluid ingress damage, which compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the half height drawer 1.2 row b not detected on bus. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was burnt copper strand assy retractor dwr hh cubie and fluid ingress damage observed on pcba pmc. There were no adverse events or injuries reported based on this event.